Manufacturer narrative:
The returned sample was determined to be a 9.625" in length portion of the hernia mesh ring. Based on the length of the returned sample, this is not the complete mesh ring. The returned section of ring was viewed under magnification. One end of the returned, ring sample was determined to contain the entire ring weld joint. Both ends of the returned ring section appear to have been subjected to a heat source, as both ends exhibit signs of melting. Based on the available information and without the entire ring to evaluate, we are unable to determine what caused the ring to become separated. The evaluation confirmed that the ring weld remained intact.

Event description:
Patient underwent open umbilical hernia repair with mesh for an incarcerated umbilical hernia in 1999. Within the last three months, patient began to have an area of tenderness/pain around umbilicus and noted a "lump in that area". Patient went to surgeon who found lump to be 4-5 cm to the right of patient's umbilicus. Md initially believed this to be an abscess. Surgeon attempted to excise/drain lump in his office, made a superficial skin incision and instead found a portion of the ring sticking up/out towards the patient's abdomen/skin. Surgeon pulled ring out (it came out easily), irrigated the superficial wound and sutured it closed. Md reported event along with his findings as a sub-acute finding, with no patient injury and he believes the ring broke at the weld site.